Manufacturer narrative:
The initial complaint by the customer did not indicate that an MDR would be required. However, the consumer submitted completed customer information request to aso on 03/07/2017 with pictures of event. Based on the information received, aso opted to file an MDR. Unused returned samples and retained samples were submitted to the lab for testing in addition to evaluate the biocompatibility studies. While every attempt is made to develop a product that meets all users' needs, there is always a possibility that some consumers may be sensitive to certain adhesives, materials, foods and medicines that can potentially cause irritation to the skin. The product is labeled as super strength adhesive no intended for use on delicate or sensitive skin.

Event description:
Consumer reported that she couldn't get the bandage off from her arm without causing any bleeding.